Event description:
The hospital reported that during a coronary artery bypass procedure, a heartstring did not deploy into aortotomy. Another seal was used to complete the case. No patient complications were reported.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.